Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was not impacted. Reportedly, during troubleshooting, issue was resolved and customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.